Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 500 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with IV fluids and medication, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring emergency medical intervention is consistent with the reported ems transport and overnight hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data do not demonstrate hyperglycemia consistent with the reported values during the timeframe of hospitalization, and no interruption in insulin delivery was identified. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.